Event description:
It was reported the patient¿s wife was aware of a death from one of the manufacturer¿s devices. No further information was provided or available regarding the patient death.

Manufacturer narrative:
Date of death is unknown, as there were no patient identifiers provided and no follow up information. Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).